Manufacturer narrative:
Technician ordered a side-com board; no further information is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed had no nurse call working. No injury reported.